Event description:
Additional information stated that after the patient was rubbed with iodine the patient felt like she was ¿fading way away.¿ the patient¿s blood pressure plummeted, and by the time the patient got to the emergency room, her heart was ¿going about five.¿ ¿it totally failed.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, (B)(4), implanted: (B)(6) 2005, explanted: unk; catheter model: 8709, (B)(4), implanted: (B)(6) 2005, explanted: unk; connector model: 8575, (B)(4), implanted: (B)(6) 2005, explanted: unk.

Event description:
It was reported that at a refill about two years ago, patient's skin was rubbed with iodine prior to refill "resulting in near death"; severe allergy to iodine; now resolved. Drugs delivered via the device were morphine (indicated as old), hydromorphone and bupivacaine (current).